Event description:
A 2.5mm by 10mm ptca balloon was unsuccessful in crossing a tortuous lesion in the proximal circumflex coronary artery. A 1.5mm by 10mm ptca balloon was inserted to pre-dilate the severely calcified lesion. A 3.0mm diameter by 12mm length s7 stent delivery system was inserted for treatment of the lesion. The stent reportedly "hung up" as it exited the guide catheter into the left main coronary artery, which was reportedly calcified. Upon attempts to pull the stent delivery system in the guide catheter, the stent dislodged from the delivery balloon in the proximal circumflex coronary artery. Another 1.5mm ptca balloon was inserted into the coronary artery and was inserted into the coronary artery and was advanced distal to the dislodged stent and inflated. The ptca balloon was then used to pull the stent proximal to the aorta... Attempts to snare the stent were unsuccessful. The stent subsequently travelled to the humerus artery, where it remains. There was no further treatment reported. The patient was reported to be fine post procedure and there is no additional clinical sequelae related to the event. Lesion morphology and attempted retraction of the stent into the guide catheter may have contributed to the event.